Event description:
It was reported that the patient had severe back pain and bruising at the implant site, loss of mobility, inability to stand long, and inadequate pain relief following a non-device related fall. The patient was admitted to the hospital. Additional information was received that the patient had been discharged from the hospital and was receiving physical therapy at home. Program optimization was done and patient is receiving adequate therapy.

Event description:
It was reported that the patient had severe back pain and bruising at the implant site, loss of mobility, inability to stand long, and inadequate pain relief following a non-device related fall. The patient was admitted to the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred twelve days prior to the date the manufacturer became aware.